Event description:
It was reported that a malfunction occurred on the pump with code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump, reconnected to the cgm sensor, reloaded the cartridge, and successfully resumed insulin deliveries. She was advised by technical support to report future malfunctions immediately, and she acknowledged the instructions.